Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had the ambicor penile prosthesis (app) removed due to infection. The patient experienced a visible infection site on the right side of the penis. The physician said that the infection site looked much better on the day of the surgery but there was still an open wound. After dissection, the physician found pus in the scrotum. The physician noted that the patient had severe diabetes and his blood sugar spiked post surgery which was most likely related to the infection rather than the device. The infection was treated with a mulcahy washout, 50/50 bacitracin, vancomycin 1 gram/500 cc saline, h2o2 50/50, and betadine 50/50.a new tactra penile prosthesis was implanted.